Manufacturer narrative:
Device evaluation: the pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and operated per specification. A review of the sterilization records indicated that there were no non-conformances or issues related to the device. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
A health care provider reported that on (B)(6) 2016, the patient was found to have significant edema over the pump pocket, which was drained. The patient was instructed to wear an abdominal binder, but the abdominal binder was not successful in reducing fluid build-up. The patient was admitted to the emergency room on (B)(6) 2016 for hypotension, mental status changes, and suspected infection. A culture was performed, and confirmed infection of the pump pocket. The pump and catheter were explanted on (B)(6) 2016. The patient was implanted with a new pump and catheter on (B)(6) 2016. On (B)(6) 2016, the patient was admitted to the emergency room for mental status changes and suspected infection of the pump pocket, however, the physician did not believe the patient had an infection. There was no product malfunction reported. Pump therapy is intended to manage the patient's back pain due to her preexisting medical conditions. The pump therapy medication dosage was adjusted to 3 mg marcaine/day and 0.75 mg morphine/day on (B)(6) 2016, and was further adjusted to 3.6 mg marcaine/day and 0.9 mg morphine/day on (B)(6) 2016.